Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt the semi-automatic device inappropriately switched into manual mode and was not able to switch back into semi-automatic mode. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.